Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result for one patient sample. The initial result was 0.500 miu/ml and was reported outside the laboratory as negative. The patient received an x-ray. On (B)(6) 2013, the result was questioned and the sample was repeated. The repeat result was 17407 miu/ml and was reported as positive. The repeat result was believed to be correct and a corrected reported was issued. The patient's current condition was unknown. The hcg reagent lot number was 17011701 with an expiration date of (B)(6) 2014. The field service representative could not determine a cause and ran successful performance testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the information provided for investigation, a general reagent or instrument related issue could be excluded. It was noted the customer was not using the recommended ample rack adapters. No adverse event was reported.